Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 650 mg/dl. Customer reported that the insulin pump buttons were hard to press and unable to connect to the insulin pump. Customer seek medical assistance and ems was dispatched and admitted to the hospital due to high blood glucose reading. The customer was treated with insulin pump. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. Customer also reported that the insulin pump buttons were hard to press and there were no significant events leading to keypad anomaly. Customer confirmed that the insulin pump time was advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.